Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Evaluation revealed damages caused by the customer. The outer tube is damaged with dents and is bent. The distal tip has deep scratches and knicks. There is a high-voltage flashover from the electrode, and the fibers are sunken in. The laser weld is cracked. There are broken lenses in the optical system, and the distal cover glass is damaged. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/2/2025, it was reported by a sales representative via sems (B)(4) that an ar-3350-4030 scope has a sharp piece on the side of the lens. Noticed during a case with no patient effect.